Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent resume pump alarms occurred. The customer's blood glucose level was 600 mg/dl with moderate ketones. Reportedly, the healthcare provider classified the ketones as life-threatening. The customer administered a manual injection. The customer reportedly did not halt or suspend insulin delivery on the pump to prompt the alarm. The customer has manual injections available as alternate insulin therapy.